Event description:
The patient reported on a health website that they developed an infection at the infusion site after wearing the pod. The patient had to go to the emergency room and required surgical intervention to treat the infected area. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.